Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was currently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of the incident was 700 mg/dl. The customer's mother stated that the insulin pump had multiple no delivery alarms, causing the customer's blood glucose level to rise. The customer's mother also reported that the customer had not been wearing the insulin pump for three days prior to the incident. Blood glucose level at the time of the call was 436 mg/dl. The customer's mother was advised to have the customer call back to troubleshoot. The insulin pump was not replaced or returned for analysis.